Event description:
A distributor reported a customer had lost four layers of cornea, experienced blurred vision & will be out of lens wear for six months. The fitting eye care provider reported fitting focus night & day contact lenses 2001, with no complicatons and that contact lens prescription expired in 2003. No exam has been provided since that time. The customer refused to provide any info regarding her current status or treating eye care provider. No further info is available.

Manufacturer narrative:
The report was reviewed by the ciba vision med monitor with the following conclusion: "this case is being classified as a possible central corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.